Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec and in relation to the reported system error which was reproduced. System error 105 was also confirmed through a review of the event history log. System error 105 was found to be caused by bearings and outer gear box with excessive wear, as well as black material around the bearing, the shaft end play. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt injury.